Event description:
The customer contact reported a leak. On (B)(6) 2014 between 1600 and 1800, the tubing set was being used to deliver an unspecified concentration of parental nutrition at a rate of 15 ml/hr via a symbiq pump. The customer contact reported that on (B)(6) 2014, at approximately 1300, the nurse noted approximately 10 ml of solution under the pt's IV pole. It was reported that the solution was noted to have leaked from underneath the pump. At this time, the cassette of the tubing set was removed from the pump and an unspecified volume of solution was noted reportedly in the cassette holder of the pump. The tubing set, solution container, and the pump were replaced and the therapy was resumed. The customer contact reported that the solution inside the tubing contained a white "fluffy" material which was removed from the tubing set and sent to the lab for culture. It was reported that the solution grew a bacillus species. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.